Event description:
The customer reported that the images pulses were white during fluoro. No pt injury was reported.

Manufacturer narrative:
(B) (4). All images appeared fuzzy white when xraying and saving images. The ge service rep found the main motherboard causing the failure. The board had bad board slots. He replaced the main motherboard pcb. The system operates as intended.